Event description:
It was reported that a malfunction occurred, indicated by malf 0, with no notable events occurring prior. There was no reported adverse impact to customer's blood glucose level. Technical support decided to replace the pump, confirmed the shipping address, and instructed the customer to return the faulty pump using a prepaid label and to switch to multiple daily injections (mdi) as backup therapy.